Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative, regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that there was a possible lead migration as the patient was not able to feel the stimulation in her back the way she used to. It was unknown what factors may have led to the issue and reprogramming was attempted. It was planned to take an x-ray at a later date to see if the leads had moved. It was noted that the issue was not resolved at the time of the report. Additional information was received from the manufacturer representative. It was reported that the patient was able to feel stimulation, just not in all the desired areas. It was noted that there was no further information at the time of the report and the information was confirmed with the managing physician. No further complications were reported/anticipated.